Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle broken off into his body. The patient¿s blood glucose level was 10.6 mmol/l. Troubleshoot was performed and customer reports the introducer needle fractured while in the body. The alleged device is expected to be returned for analysis.